Event description:
The customer reported no audio from their mx40 device. There was no pt harm reported by the customer.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.